Event description:
No further information was able to be obtained regarding this event.

Manufacturer narrative:
Product ID 3387s-40 lot# v020086, implanted: 2007 (B)(6); product type lead product ID 748251 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 7426 lot# serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator product ID 7438 lot# serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 748251 lot# serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3387-40 lot# j0337627v, implanted: 2004 (B)(6); product type lead product ID 7426 lot# serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
The patient experienced shocking sensations at the right ins for the past two weeks. When he pressed on the right ins he felt uncomfortable. He denied any falls or trauma in the last couple of weeks. He did fall one month ago while playing golf. His normal fall was rolling. There was no shocking when the stimulation was on but with palpitation at the header block he did feel a shocking sensation. The impedance measurements were: c0 3318 ohms c1 908 ohms c2 860 ohms c3 770 ohms 01 4015 ohms 02 4335 ohms 03 4287 ohms 12 988 ohms 13 1159 ohms 23 918 ohms. The device was programmed at 0+1-2-3+ 2.8v/180/130hz. Therapy impedance was 698ohms, 3.979ma with ins battery voltage 2.92v. The therapy was doing great with controlling his symptoms. A revision surgery was needed to address the shocking at the header block of the right sided ins. The left sided ins longevity calculation indicated 40 months. The left sided ins was being considered to get changed out during surgery. Additional information has been requested.